Manufacturer narrative:
Investigation has been carried out and the conclusion are following. An arjohuntleigh was informed that during servicing arjohuntleigh hygiene chair at a facility site (rambling oaks ), a carino device fell on an arjohuntleigh service technician striking his head, nose and mouth. A service technician elevated the chair to the highest position supporting the chair with a hand while trying to loosen the strap attachment in order to replace the lifting strap in the lifting unit. The chair slipped out of the service technician hand and hit his head. In a result the service technician received a scalp laceration on head, superficial laceration of face which required staple application. The service technician was replacing the lift strap and re-setting micro switches, which are located in lifting unit box, with the chair in the highest position. Lifting unit is placed on the back side of the chair and is easy accessible without the necessity to additionally lifting the chair up. Step 9 and 12 of carino maintenance and repair manual 09.bo.01/4gb dated august 2009, instructs how to check lifting units and replace lifting strap. It states to first lower the seat using the handset to check if the lift stops and if necessary, lift strap needs to be replaced. From the above the decision of placing the chair in the highest position seems to be reckless. The lifting unit which is located at the back section of the chair is easily accessible. The incident described under this investigation is considered to be related to both an unfortunate accident and the service technician carelessness during servicing the device. We have not found another complaint of similar nature, this incident is considered a single occurrence. In conclusion, the shower chair was directly involved in the reported incident but played a passive role as it was under maintenance and not operating at that moment. Also, it did not fail to meet its specification. The service technician recklessness resulted in this unfortunate accident and an adverse event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the investigation.

Event description:
An arjohuntleigh employee has been hit by a carino chair when was working on the device. The steel bar from shower chair came around front impacting a service technician forehead, nose and mouth. As a result he received a cut on head and face.